Event description:
(B)(4). It was reported in the pt's medical records that as a result of having the product implanted, the pt has experienced intraoperative bleeding from right vaginal sidewall ((B)(6) 2007), "portion of the tape had buttonholed through vaginal mucosa," requiring explantation and re-insertion of new transobturator tape ((B)(6) 2007), right side incision area hurting, moderate estrogen deficient affect of the vaginal tissues, pubic area pain at night for 6 weeks ((B)(6) 2008), "some diverticulitis" (2008 CT scan), recurrent nocturia x 3 or 4, recurrent urge-incontinence, significant urethritis, pubic pain secondary to involuntary detrusor contractions, "feels something moving around her lower abdominal area causing a lot of pain," worsening incontinence, history of diverticulosis; constipation, sharp cutting and burning pain in bilateral groin, complex appearing nabothian cyst, urinates hourly at night and it is hard to get the stream started but she has urgency, dysphagia, dyschezia, schatzki ring in throat, acute gastritis, hiatal hernia, erythematous duodenopathy, "fullness," sleep disturbances (secondary to urinary frequency and pelvic pain when she is lying down), recurrent frequency, difficulty emptying bladder, bladder infections, "sexually active with leakage," "do" (detrusor overactivity), "ibe" (incomplete bladder emptying)/dysfunctional voiding, has a lot of pain in the pelvic and lower abdominal area which seems to "migrate," kidney stones, cystocele, 2.5cm apical vaginal prolapse, mild rectocele, atrophic vaginal mucosa, sphincter did not relax appropriately during voiding (urodynamic studies), "she generates very high pressures and uses abdominal pressure during last third of void (on urodynamic studies), significant pelvic floor muscle dysfunction, spotting after intercourse, status-post incision of sling on (B)(6) 2010, "fevers, chills, constipation, lack of energy, bloody vaginal discharge, mucoid vaginal discharge, and low back pain," poor urinary control, urinating 5-6 times per day and 3-4 times per night, "everything has returned to the preoperative state with pain, urinary frequency, nocturia x 3-4, and incontinence" (one month post sling incision (B)(6) 2010), significant tenderness more on the right than left, scar tissue of pelvic floor muscle dysfunction, chronic cystitis, contaminated urinalysis/40,000 col/ml three or more organisms after 48 hours, mixed urogenital flora (urine culture), obesity, urinary retention, and uterine prolapse.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use (IFU) which accompanies this device currently addresses potential risks associated with surgically implanted materials. (B)(4). Lawyer-filed report - (B)(4).